Event description:
Product was being used with a 60/60 pump and the bag split open and spilled 5fu chemotherapy all over the pump. No pt injury was been reported at this time. No additional pt info is available.